Event description:
Patient was having difficulty breathing with retractions. When equipment was checked, the airlife bubble humidification system was leaking oxygen from the front. After verification from a second employee, the device was exchanged with a new airlife system. The rt [respiratory therapist] and rn [registered nurse] called the medical team to the bedside and while they were there, rt noticed the crack in the humification system. The patient was essentially not getting any oxygen. He replaced the bottle, and the baby recovered over time. He couldn't say whether it was cracked when they opened it or the nurse somehow cracked it during set up.